Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 2:15pm at the end-user's home. Reporter stated the end-user tested his blood glucose with his prodigy meter and received a result of 109mg/dl. Reporter said that he tested again and received a result of 142mg/dl. Reporter stated that the end-user ate a hamburger and beans and took 8 units of novolog prior to seeking medical attention. Approximately 3 hours after testing with his prodigy meter the end-user started feeling disorientated and slur his speech reporter stated that the ems were called. Reporter stated that the end-user drank apple juice while waiting for paramedics who arrived within 5 minutes. The paramedics tested his blood glucose and received a result of 32mg/dl, they did not test with his prodigy meter. Paramedics had the end-user drink a coca cola to raise his blood glucose. He was not transported to the hospital. Prior to the paramedics leaving his blood glucose was 60mg/dl, and they advised the end-user to eat. The end-user is prescribed insulin on the following sliding scale: novolog: 8 units before each meal. Add 1 unit for every 3 points higher from 150 mg/dl. Levemir: 25 units at bedtime. No additional information was provided.